Event description:
It is reported that a customer was hospitalized for non-diabetes related issues. The customer's blood glucose level was 408 mg/dl. The customer stated that they were off pump therapy which caused the high blood glucose. The customer was assisted with rewinding their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.